Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intra-operatively, the system was getting a sr manager failure when launching the software. It was not possible to get into cranial after multiple force shutdown attempts. It was possible to get into administrator without issue. An attempt was made to uninstall and re install the software but the issue continued to occur. It was still not possible to launch cranial. The site used a different navigation system to complete the case. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: analysis not provided in previous MDR: the computer was returned to the manufacturer and analysis was completed. There was a confirmed malfunction of the hard drive. This issue was documented in a medtronic navigation hardware anomaly tracking database. A medtronic representative went to the site to inspect the system. When booting up the system, sr manager error was displayed. Error timed out and application menu displayed. Multiple reboots and retries did not change the result. The computer was replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.